Manufacturer narrative:
(B)(4). (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2005. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Event description:
It was reported the patient allegedly received an implant on (B)(6) 2005 due to deep vein thrombosis. The patient is alleging fracture and perforation.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Device codes: appropriate term/code not available (3191): tilt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received an implant on (B)(6) 2005 via the right internal jugular vein. It was also reported that per the (B)(6) 2018, computed tomography-abdomen and pelvis without contrast: "findings: there is a vena cava filter device within the abdominal vena cava spanning the l2-3 level. There appears to be fragmentation of a right dorsal prong. Where an approximately 2 mm metallic density extending beyond the lumen of the right dorsal vena cava as demonstrated by image #52 at 106.2. The distal struts of the vena cava filter appear to be at the outer edges of the lumen of the vena cava and may extend slightly beyond as demonstrated by image #54 of 111.0 mm. These findings may be best evaluated utilizing enhanced CT however. The uppermost portion or proximal tip of the vena cava filter shows very slight anterior and right lateral angulation. There is a linear density in the right anterior pelvis measuring 12 x 3 mm as demonstrated by image #101 at 228.5 mm. This may represent a metallic foreign body or soft tissue calcification but is nonspecific and again evaluation utilizing enhanced CT may be helpful".